Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the screw was tightened down, but lead was not inserted all the way. Lead was able to be pulled out but when the doctor tried to loosen setscrew it would not turn. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.